Manufacturer narrative:
(B)(4). Investigation results: an accutrac 200 laser fiber was returned broken in three pieces. The first piece measured approximately 46.4 cm from the top of the connector to the break. The second piece measured approximately 18 cm from the break to the break. The third piece measured approximately 249.9 cm from the break to the tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm. The distal tip was noted as damaged, likely as a result of handling. Additional examination under magnification revealed that the fiber tip was cracked but fully intact. The condition of the returned device confirmed that the fiber was broken and the fiber tip was damaged. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accutrac 200 laser fiber was opened for use in a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2018.   According to the complainant, during preparation, it was noted that the laser body broke six inches from the sma connector upon removal from the package. The procedure was completed with another accutrac 200 laser fiber.   There were no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that fiber tip was cracked but fully intact.